Event description:
Customer reported injection site separates from the tubing on this set. Customer has experienced numerous occurrences of this incident. Customer has been taping the injection site to the tubing when separation occurs. No patient involvment has been reported at this time. Samples have been discarded by the customer.